Manufacturer narrative:
This is one event or the same pt involving two separate products: associated MDR # 1225714-2013-02022.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2005 after the use of the product.